Manufacturer narrative:
E1; reporter email was not available. Manufacturer's investigation conclusion: a specific cause for the reported septic shock could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including sepsis and death. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Additionally, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to non-ischemic cardiomyopathy and acute septic shock. The death and sepsis was not device related.